Event description:
On 8/5/93, an arteriogram was performed to remove a fragment which had come from the portacath. The fragment was successfully retrieved from the left pulmonary artery.on 8/16/93, the remainder of the portacath was removed during an outpatient procedure.